Manufacturer narrative:
Patient's date of birth and age unavailable at the time of this filing. Patient sex unavailable at the time of this filing. Patient weight unavailable at the time of this filing. Notification has been marked in this field to indicate this complaint is part of a voluntary field action.

Event description:
During preparation for use, bridge balloon was found to be occluded and was not used. Another bridge balloon was successfully prepped; procedure completed with no patient injuries.